Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose levels were over 500 mg/dl. Troubleshooting revealed that the customer had not changed the infusion set in over a month due to not having the inserter. The insulin pump passed the self test and the programming was correct. Further troubleshooting was not possible as the customer did not have another infusion set at the time of the call.